Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. No time clock anomaly and frozen screen noted. Insulin pump passed displacement test, rewind, basic occlusion, prime or compromised force sensor system, excessive no delivery, occlusion, self test and unexpected restart error test. Insulin pump passed all operating currents tested within the specification range and passed off no power test. Insulin pump was monitored and tested with no low battery alert and unexpected restart error alarm noted. Insulin pump received with corroded batery tube noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a button error alarm. The customer¿s blood glucose was 86 mg/dl at the time of incident. Customer stated that the insulin pump alarmed button error and the buttons were unresponsive. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is not advancing. Customer also reported that the insulin pump had a battery out limit alarm after the battery was removed for 10 minutes. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.